Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that this type of event may occur. Under precaution it states, "instrument that have experience use of excessive force are susceptible to fracture".

Event description:
It was reported that during inspection the threads of the inserter were noted to have been damaged. There was no patient involvement or delay in a procedure reported.

Manufacturer narrative:
Investigation results concluded that after review of device history records found these units were released to distributor with no deviations or abnormalities. Visual inspection of the product confirms the complaint. The fracture pattern of the threads is consistent to that of bending overload. Inspection of the device shows evidence of heavy use. Based on the surgical technique (bmet0120.5 rev0615), page 20 states, "note: levering on the inserter handle or impacting the handle on a location other than the strike plate to reposition the shell may damage the threads."

Event description:
It was reported that during inspection the threads of the inserter were noted to have been damaged. There was no delay reported in the procedure.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.